Manufacturer narrative:
H4: the lot was manufactured between november 15, 2023 ¿ november 17, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. After the expected infusion time of 22 to 24 hours, approximately 90 to100ml of solution remained in the device. The device contained flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.